Event description:
Septic knee. Information was received in 2002 from the treating physician regarding a patient with a history of moderate to severe osteoarthritis of the knee, grade 3-4, with joint narrowing and osteophytes. The patient has been previously treated with nsaids, steroids and has undergone a "scope and debridement". In 2000, the patient received bilateral synvisc injections. At an unspecified time. The physician stated that there appeared to be a "severe, septic knee" present (side not specified). Subsequently, the patient was hospitalized and underwent a "scope, washout and drain". Synovial fluid was collected for diagnostic purposes with analysis results not provided. Medical treatment included intravenous antibiotics (type unspecified) followed by oral (po) antibiotics. The physician reported that the patient experienced "lengthy inflammation and pain" even after the washout was performed. It was reported that the patient recovered back to the patient's pre-injection state. Further information is expected from the treating physician. Manufacturer's comment: although a lot number was not provided, data review shows that product released during 1999, 2000 and 2001 met specifications. Scope, wash-out and drain (date unspecified). Antibiotic therapy, intravenous and po.